Event description:
Elderly male with recent history of chest pain and inferior st-segment elevation myocardial infarction. Procedure: left heart cath with pci of proximal right coronary. Problem; central console was unable to connect. Another device used, no known harm to patient. This is report #3 for the same product. There is also a number 4, 5 and 6. Boston scientific rep is aware and going to replace all 6 products. Please refer to 1st 2 reported to medsun as (B)(4) and (B)(4). Manufacturer response for catheter, ultrasound, intravascular, opticross 6 (per site reporter).